Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging a lancing device issue with a onetouch lancing device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4x daily and was managing his diabetes with mixtard insulin (amount not specified). It is not clear if the patient made changes to his usual diabetes management routine at the time of the alleged issue. The alleged issue began on (B)(6) 2011. About 2-3 days after the alleged issue, the patient claims he developed high blood glucose symptoms of sweating, faintness (loss of consciousness) and body itching. The patient treated self with an increased dose of mixtard insulin (5 units). The patient reported he was taken to the hospital on 4 separate occasions due to his symptoms. The patient reported blood glucose results of "280 mg/dl" and "430 mg/dl" obtained with an emergency medical service (ems) meter. As of (B)(6) 2011, the patient's physician switched his insulin to lantus insulin (5 units 2x daily) and humalog insulin (8 units in the afternoon). At the time of troubleshooting, the cca was unable to walk the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed hyperglycemic symptoms after not being able to test due to a broken lancing device. The patient administered self-treatment with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.